Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with a1 identifier (B)(6) is for inform system 1, medwatch with a1 identifier (B)(6) is for inform system 2.

Event description:
Caller reported blood glucose results of 445 mg/dl on inform system 1, 189 mg/dl on inform system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.